Manufacturer narrative:
The event of hyphema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to serial number (B)(4), lot number 62008. Further information from the reporter regarding product details has been requested. No additional information is available at this time. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis). Precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system.

Event description:
Healthcare professional reported the guide needle had not moved back and the device was still in the injector when trying to place the xen gel stent during a combined cataract surgery. This caused a moderate hyphema in the left eye anterior chamber. The anterior chamber was washed out to clean the hyphema, and second implantation of the affected device was successful. Physician stated the event did not cause a permanent injury.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: for evaluation purposes in the irvine dal, the slider was tested for actuation. Results showed that slider knob was able to slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. The reported complaint of the xen glaucoma treatment system was not confirmed. The manufactured xen systems are 100% tested in-process at manufacturing for smooth actuation of the slider and for actuation force = 0.7n for the full travel of the slider prior to insertion of the gel stent into the needle. This test is performed three times for each unit, once for each of the three needle bevel selector positions. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported the guide needle had not moved back and the device was still in the injector when trying to place the xen gel stent during a combined cataract surgery. This caused a moderate hyphema in the left eye anterior chamber. The anterior chamber was washed out to clean the hyphema, and second implantation of the affected device was successful. Physician stated the event did not cause a permanent injury.